Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported that the sealant did not shuttle down to the arteriotomy. The deployer opened the stopcock on the sheath prior to shuttling down. The deployer did not apply unusual force when shuttling down. Manual compression was held for less than 30 minutes. Procedure: peripheral interventional. Stick location: right groin. Vessel size: 6mm.